Manufacturer narrative:
The lens was returned in liquid in a lens case/vial. Visual inspection of the returned product found a piece of one haptic torn off and missing. Two similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a 13.2mm micl13.2 implantable collamer lens, -11.5 diopter, was torn during loading and was not implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.